Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 8mm stent delivery system was returned for analysis. No stent was returned with the device. The balloon was reviewed and showed signs of positive pressure applied, with a hardened/crystalised media present in the balloon. A visual and microscopic examination of the bumper tip found no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16apr2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50x8mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent detachment with a hardened/crystalized media present in the balloon.